Event description:
Medtronic received a report that on (B)(6) 2025, healthcare provider (hcp) treated a right posterior communicating artery aneurysm. After puncture, an intermediate catheter was inserted, and the microcatheter's tip was shaped using a plastic needle. The catheter was steamed for 30 seconds after shaping, but upon removing the plastic needle, the microcatheter was found to be broken. The surgeon suspected a quality issue with the microcatheter. A new microcatheter (model 145-5091-150, batch number 0228112048) was used, and after shaping, the catheter was in perfect condition. It was successfully positioned at the aneurysm site, where coils were sequentially packed. Upon completion, angiography showed dense packing of the aneurysm, and the patient remained stable, concluding the procedure. There was catheter separation/break. The break was found out of package or during preparation. The package was not damaged. The package did not show evidence of tampering. The distal section of the catheter was broken. No patient symptoms or further compl ications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of a posterior communicating artery aneurysm. It was noted the patient's blood flow was normal. The access vessel was the femoral artery with a diameter of 8-10 mm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the break was not determined. The operator believed it was a quality issue.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): an echelon-10 micro catheter was returned for analysis within a shipping box and within a sealed biohazard pouch. Visual inspection/damage location details: the echelon-10 total length was measured to be ~155.5cm. The echelon-10 useable length was measured to be ~147.6cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub. The catheter body was found to be bent at ~3.1cm from distal tip. No damages were found with the distal tip. The distal tip was noted to be pre-shaped. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 micro catheter was flushed, water exited from distal tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.